Event description:
The left cable dislocated in 2007. It was revised two weeks later. The patient experienced pain and was hospitalized or had a prolonged hospitalization associated with the event. At about 3 months later, the system was revised again, reimplanting the stimulator from an abdominal to an infraclavicular location. The patient was again hospitalized or had a prolonged hospitalization. The event was related to the deep brain stimulation system, surgery, and stimulation. The serious adverse event resolved completely. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff.